Event description:
During baxter's eval of a spectrum pump, it displayed the door not fully latched message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec with respect to the door not fully latched alarm, which was reproduced when attempting to run a loaded set. The messages were found to be caused by a failed link switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.